Manufacturer narrative:
Product ID, 8711 lot# j11471r17, implanted: 2003 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Additional information: analysis of the pump revealed a motor gear train anomaly. The pump was received with a hard motor stall that never recovered. During destructive analysis the technician found significant residue and shaft wear on the upper shaft of gear 2. There was also some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. (B)(4).

Event description:
It was reported that the patient had a pump motor stall that recovered after more than two hours. It was also noted that there were multiple motor stalls in the pump logs. The patient was presenting underdose symptoms including return of his pain symptoms. It was noted that the patient's pump had previously had some volume discrepancies at a refill near the time of the motor stalls. It was reported that the patient's pump was replaced and there was no patient injury at the time of report. The drugs used in the systems were infumorph and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.